Event description:
At the end of a cardiac cath procedure, cardiologist attempted to deploy a mynx closure device. The device kinked inside the left femoral artery and the physician was unable to deflate the balloon. Surgical consultation was obtained and patient was then taken to the operating room for removal of the catheter and balloon from the right femoral artery under direct atherectomy and surgical repair accomplished.====================== health professional's impression======================catheter kinked and then balloon would not deflate as intended, requiring surgical removal.====================== manufacturer response for cardiac cath closure device, mynx closure device======================no response had been received as of 9/7/2010